Event description:
Primary trocar was used where there was previous abdominal surgery. Came out of surgery with severe lower abdominal pain, bellybutton region, that was radiating. Continue to have same pain and now live backed up with stool. Not able to leave my house and sleeping in a recliner to try and prevent from throwing up digested food and stool. I have lost 60 lbs in the last 2 yrs, due to not eating to avoid throwing up. I have a boys that need their dad back. Please help us. Can't find honest help due to healthcare being a commodity. X-rays show impacted stool at the bellybutton region.